Event description:
Customer reported a malfunction alarm with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappears.